Event description:
It was reported that the patient developed severe bilateral lower extremity weakness the following day after the trial was placed. It was noted that an MRI was performed and no hematoma was found. It was noted that the patient was hospitalized and the device was explanted. It was noted that the patient continued to have no mobility of legs. It was noted that the patient had a ¿sensation, but could not move.¿ it was noted that the physicians were uncertain of the cause. It was noted that the patient had a loss of reflexes in the lower extremities and paralysis on the left and right side.

Event description:
The company representative confirmed on (B)(6) 2014 that the patient was currently in a rehab facility. He has regained function in his right leg but the left leg was still paralyzed. The treating neurosurgeon determined that the stimulation trial was not the cause of the patient¿s paralysis as the injury was found to be in the cervical region vs the lumbar region where the trial lead was inserted. It was clarified that there was one lead.

Event description:
Additional information received reported the cause of the event was cervical spinal stenosis with myelopathic changes and confirmed via MRI, x-ray, or CT scan on 2013-(B)(6). It was reported this event required hospitalization. It was noted there was initial partial quadriparesis but upper extremity strength was regained.

Manufacturer narrative:
Product ID: 977a260, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The company representative confirmed on (B)(6) 2014 that the patient was still in rehab. According to the neurosurgeon, he felt the issue originated in the cervical region. The cause was undetermined.